Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and had received a no delivery alarm on the insulin pump. The customer felt he was having issues with his infusion set and declined high blood glucose troubleshooting. He stated the no delivery alarm was resolved by a complete set change. Nothing further reported.